Event description:
After placing the wire, had a snag and wouldn't come back quite as easily, pulled on the wire and the wire casing split open leaving the coiled portion behind it. Wire was removed, all the casing could be reapproximated, but concerned why there was a defect or weak spot in the wire. I made sure that the blade was up when I cut so I have low suspicion for it being an inflicted injury onto the wire.